Manufacturer narrative:
Visual inspection of the returned device showed that the shuttle cartridge was disengaged from the handle. The sealant was visible through the shuttle cartridge side slit. Blood was observed on the distal end of the sealant. The advancer tube was found inside the shuttle cartridge which indicated an incomplete engagement of the advancer tube. Shuttle down procedure was simulated and the advancer tube was able to properly engage the tamp locks. The catheter, shuttle cartridge and the introducer sheath were inspected for anomalies that may have obstructed the device path during deployment. No anomalies were observed. The review of the lhr (lot f1300904) indicated that the device lot met all established performance criteria prior to shipment. Based on the provided information and the investigation performed, the probable cause for the reported failure to deploy could not be conclusively determined.

Event description:
It was reported by the aci clinical specialist that a (B)(6) female patient underwent a diagnostic coronary procedure on (B)(6) 2013. Access was obtained at the common femoral artery via a 5f terumo sheath. A pre-procedure femoral angiogram showed no presence of pvd/calcium in the vicinity of the access site and the vessel size to be 9mm. Following the procedure, the physician who is a trained user, selected the mynxgrip vascular closure device 5f to close the access site. It was reported that after the physician shuttled down, he withdrew the sheath from the tissue tract but there was no advancer tube visible. The device was removed and the patient was converted to 8 minutes of manual compression. Hemostasis was achieved. The patient was ambulated and discharged to home the same day with no clinical sequela noted.